Manufacturer narrative:
Date sent to the FDA: 7/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09072021-0000995205 submitted for adverse event which occurred on 8/15/2006. Mwr-09072021-0000995206 submitted for adverse event which occurred on 6/11/2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2008 during which the surgeon noted on the left, the mesh was curled around the spermatic cord. He dissected the mesh from the spermatic cord. On the right, he resected the onlay portion of mesh which was noted to have wrapped around the cord similar to that on the contralateral side. It was reported that the patient experienced severe pain, nerve damage, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.